Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph and one contaminated sample was provided for evaluation. The photograph and the sample were visually evaluated, and it was observed the used sample was contaminated with blood. A visual evaluation was performed on the sample, and it was noted the male luer lock was broken off inside the caresite. Based on the evaluation results, the reported defect is not confirmed to be a manufacturing defect. Although the exact root cause cannot be determined, previous engineering testing cited a probable root cause could be alcohol exposure of certain male adapters, which can lead to difficulty removing or breakage of male luer tapers when connected to female luers. The user will be referred to the IFU which states, "swab top lad vigorously for 15 seconds with 70% isopropyl alcohol and allow to air dry prior to use." We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description; leakage of blood occurred. While removing the vacutainer from the extension tubing the vacutainer cracked around the leur lock attachment point. No injury reported.